Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During pinnacle cup impaction the end of the impactor broke off and fell to the floor. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned. It was observed a pinnacle cup impactor with a broken end of handle. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.